Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation:visual analysis of the returned device identified: wear abrasion, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a punctured in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a puncture opening on anterior assessed as to surgical damage like.

Event description:
Healthcare professional additionally reported capsular contracture baker grade iii/IV. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.